Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was getting a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 117 mg/dl at the time of the incident. Customer stated that she does not have a back-up plan. Customer stated that the drive support cap is sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer mentioned that the serial number sticker had come off the pump.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a damaged motor slide home switch contact. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, no delivery, displacement, download or verify the compromised force sensor system alarm due to the motor error alarm. The pump passed the idle current test and run current test. The pump was received with a loose/protruded drive support disk, a cracked display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.